Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the right atrial (ra) lead. It was suspected that the cause of the event was due to ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Correction: b5 and h6.

Event description:
The patient presented in-clinic following the recurrence of generalized malaise on the patient. The implanted system was checked and loss of capture was noted on the right atrial (ra) lead. It was suspected that the cause of the event was due to ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.